Event description:
Boston scientific received information that the patient contacted the clinic regarding tones from the device. A few days later the remote home monitoring system issued an alert for high out of range shock impedance measurements on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). The patient was brought into the clinic where all three vectors were noted to have high and out of range shock impedance measurements. Noise was seen on the shock channel, but thought to possibly be myopotential noise. Pocket manipulation and commanded impedance testing were unable to reproduce the noise or out of range impedance measurements. An x-ray was taken but was inconclusive. Boston scientific technical services (ts) was consulted and discussed that the tones from the device were due to the out of range shock impedance measurements and discussed further testing possibilities. No further tests were performed. Ultimately a revision procedure was performed where the rv lead was surgically abandoned and the ICD remained in service with a new rv lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.